Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx.. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the safe-t-j amplatz extra-stiff support heparin coated wire guide was used during the bav (balloon aortic valvuloplasty) procedure. The physician noted an issue after applying torque and inserting the device tip inside of the left ventricle. The device was removed from the patient, and it was noted that the core wire protruded from the outer spring coil. Another device with the same specifications was used to complete the procedure without any problem. It was further noted that the distal weld connection separated from the coil and safety wire, but the product problem did not result in any reported serious injuries to the patient.